Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Occlusion testing was performed. The found cc alarm at occlusion test after hearing a pop. The issue is due to normal wear. The analyst replaced the lead screw, both clutch halves and clutch spring. The analysts also performed occlusion test, preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that the medfusion 3500 pump failed occlusion testing. The issue occurred during testing and there was no patient involved.